Manufacturer narrative:
It was reported on (B)(6) 2021, that a patient underwent revision surgery due occipital screws backing out. The date of the revision, nor the date of the index surgery were provided after follow-up requests. Fixation construct was loosening at the top of the construct. The screws can be seen backed out on the images provided. There have been no implants provided for evaluation at the time of this report. The root cause of this event cannot be determined. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
On (B)(6), dr. (B)(6) at bni reported that occipital screws backed out on patient post-op. The patient required revision surgery to have screws removed. Neither the date of the revision, nor the date of the index surgery was provided. The screws were reported to have sustained no damage.